Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited an acute rise in thresholds approximately one week after implant. The device remains in use. No patient complications have been reported as a result of this event. Sent from my (B)(6).